Event description:
It was reported that an unspecified quantity of intravascular extension sets were splitting and leaked. This was noted after priming, when the sets were connected to the patients. The sets had splits in the barrels of some of the extension line connectors and there was evidence of plastic stress in the two thread lugs at the end of the connector; the thread lugs have stripped. The sets were used in conjunction with non-baxter syringes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not returned for evaluation; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retained sample was according to specification. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.